Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The drive support disk was inspected and no anomaly was noted. The pump had a scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that he switched from his 723 pump to his old 722 pump. The alarm was received during the priming process. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.